Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the presence of foreign material is a failure to properly follow the instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign material in the insertion tube, distal end, and air-/water channel. There was no patient involvement.